Event description:
It was reported during a da Vinci assisted Benign Hysterectomy surgical procedure that the Force Bipolar had a jaw misalignment. The procedure continued as planned with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) received the da Vinci product to perform failure analysis. The Force Bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grip-tips. There was a 1mm offset at the tips. Additional related observation: As result of the bending, the instrument was found to have a dislodged molded insulator on the jaw but still attached.Components adjacent to the dislodged molded insulator do not show damage.This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.